Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, an episode of non-sustained right ventricular oversensing was observed. Technical support analyzed the session records which indicated the oversensing was most likely due to myopotentials. The device was reprogrammed and the event was resolved with no adverse consequences to the patient.